Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The down button is permanent active due to a mechanical damage with a pointed object as the problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2012, it was reported that all of the buttons on the pt's infusion device were not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.